Event description:
New information received indicated that the battery depletion was due to high programmed outputs. Additionally, an x-ray was performed showing that one of the leads exhibited narrowing. The physician could not determine which lead was damaged.

Event description:
It was reported that the patient presented to the emergency room. Device interrogation revealed that right ventricular (rv) lead exhibited intermittent capture and the right atrial (ra) lead exhibited non-capture. Additionally, the pacemaker (pm) exhibited premature battery depletion. The physician alleged that the rv lead malfunction was related to the patient¿s medication toxicity. Programming changes had been performed to address the ra lead issue previously. On (B)(6) 2026, diagnostic imaging was performed, and no results were provided. The physician elected to cap and replace the ra and rv lead that same day. The pm was also explanted and replaced during the same procedure. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.